Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure for erectile dysfunction, but the surgery was not completed due to a urethral injury that occurred during catheter placement. Cystoscopy confirmed urethral erosion. The accessory kit was opened but not used, and the procedure was aborted. There were no further patient complications reported.